Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead and that it had dislodged. During the lead replacement procedure it was noted that the lv lead and right ventricular (rv) lead had perforated which caused blood to be inside the leads. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.